Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-may14. It was reported that on the day of the call the consumer saw the settings not available message on the controller. Because this they had decreased stimulation on group c but could not increase. The patient was redirected to their health care provider (hcp) to check the system and reviewed to consider changing groups or reducing intensity to zero before increasing intensity if medically appropriate. No patient symptoms were reported. Indication for use was reported to be spinal pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) via a patient on 2019-may-17. The patient has a medical history of chronic pain. The rep indicated that the patient¿s weight is (B)(6) which conflicts with previously reported information. Beginning on an unknown date there were high impedances. They were unable to increase the intensity of any setting. There were no environmental/external/patient factors that may have led or contributed to the issue. Impedances were greater than 40,000 ohms on 12, 13, and 14 with avoid contact 15 noted. The rep reprogrammed around those 4 contacts. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were unable to increase intensity. An impedance check found that contact 12 was 40000 ohms. The patient noted they had a rigorous exercise routine as a possible factor that contributed to the issue. Reprogramming was done around contact 12 and the issue was not resolved at the time of the report. No patient symptoms reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient reported that they had to see a manufacturer¿s representative (rep). The patient reported that the unit was 1 year and 1 month. The patient reported that and ¿5 of 8 tran¿ ¿ are now not working and those were for his right leg where he had the pain. The patient asked if the unit was a rebuilt one since it only lasted one year and he wasn¿t happy. No further complications were reported.